Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72) and a neuron max 6f 088 long sheath (neuron max). The physician experienced resistance while using the red72 through the neuron max. The physician noted that the red72 fractured at the distal length within the neuron max. The physician removed the neuron max containing the fractured segment of the red72. The procedure was completed using a new red72 and new neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.